Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger won't charge batteries) has been confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at pld components u1003 and pxa component u104 on ca board. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that a patient was experiencing a battery charger problem. The battery charger would not charge her batteries.